Manufacturer narrative:
A manufacturing evaluation was completed: the article does not looking used much; the drill sleeve is in a good condition. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation, all relevant and significant characteristics were checked and all results are within the specification. Especially the conical thread, which could not be screwed into the implant plate, was checked with a functional gage and no deviation was detected. Therefore are no references found to the reported issue. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no harm to the patient.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: 14-september-2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon encountered difficulty screwing a locking compression plate (lcp) drill sleeve into a lcp distal ulna plate during a surgical procedure on (B)(6) 2016. Both the plate and the sleeve were exchanged for alternate devices (part information unknown), but the same issue occurred. The procedure was ultimately completed with a third plate. A four (4) minute prolongation was noted due to the intra-operative issues. No information is available pertaining to post-operative outcome of the patient. This report is 1 of 2 for (B)(4).